Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer observed the button less responsive, and had an insulin flow blocked alarm past event. The customer reported no adverse event. The event involved product(s) mmt-378a, mmt-1880l, mmt-332a. Troubleshooting was not performed for the keypad anomaly. Troubleshooting was partially performed for the insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return is required for mmt-378a. No product return is required for mmt-1880l. No product return is required for mmt-332a.

Manufacturer narrative:
The thump software was utilized and downloaded trace/history files properly. The p-cap locks properly into the reservoir compartment. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected no delivery alarm/insulin flow blocked during testing. Using adapt two "no delivery" alarms did occur on (B)(6) 2025 at 06:54:08 and 14:16:26 during bolus delivery. The case was cut open and no signs of physical or moisture damage was noted on the electronic assembly, motor assembly or keypad traces. All keys were tested multiple times with none being unresponsive. The following were noted during visual inspection: scratched case, cracked keypad overlay and pillowing keypad overlay the customer's report of insulin flow blocked alarms and unresponsive keypad were not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.